Event description:
Paramedics responded to a person, condition unk. The device was connected to the pt for external pacing. According to the rptr, the device continued to alarm connect electrodes and would not pace the pt. A backup device was called for and used with the same cables and electrodes as the first device. No adverse affects to the pt were reported as a result of the alleged malfunction.